Manufacturer narrative:
The catalog number is unknown. If received it will be provided. Complaint conclusion: as reported, the patient underwent placement of the optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, emotional and physical damages from fracture of the filter struts; the struts remain embedded after attempted retrieval, blood clots, clotting, recurrent deep vein thrombosis (dvt) and pulmonary embolism (pe) and the resultant symptoms. As a direct and proximate result, the patient suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record (DHR) review could not be performed. The optease filter is indicated for use in the prevention of recurrent pulmonary embolism. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the reported filter fracture could not be confirmed and the exact cause could not be determined. The instructions for use (IFU) states filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. The reported event does not note implantation or attempted removal of the device. Retrieval of the optease vena cava filter is indicated up to 23 days post implantation. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization, remodeling/restructuring of the vessel wall following device implantation, is the body¿s natural response and has been shown to occur in as short a period as 12 days. Blood clots that develop in the veins of the leg or pelvis, may be related to a condition called deep vein thrombosis (dvt). Deep vein thrombosis (dvt) occurs when a blood clot forms in a deep vein and is most common in the deep veins of the lower leg (calf) and can spread up to the veins in the thigh. Placement of a vena cava filter is not a cure for dvt nor does it prevent the formation of dvt or other clots (thrombosis). Clinical factors that may have influenced the event include patient, pharmacological, lesion characteristics or other comorbidities. The presence of these clots do not represent a device malfunction. There is no medical evidence of a causal relationship between the vena cava filter and the formation of new dvt. Recurrent pulmonary embolism is a known potential complication of filter implantation and is listed in the instructions for use (IFU) as such. There are possible patient and pharmacological factors that may have contributed to the reported event. Based on the minimal information provided, it is not possible to draw a clinical conclusion or determine a root cause for the reported event. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal department, the patient underwent placement of the optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, emotional and physical damages from fracture of the filter struts; the struts remain embedded after attempted retrieval, blood clots, clotting, recurrent deep vein thrombosis (dvt) and pulmonary embolism (pe) and the resultant symptoms. As a direct and proximate result, the patient suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages.

Manufacturer narrative:
Concomitant devices: 6f long brite tip sheath complaint conclusion: as reported, the patient had placement of the optease inferior vena cava (ivc) filter. Per the medical records, the patient had a history of recurrent deep venous thrombosis (dvt) with pulmonary emboli (pe) and coumadin allergy, and was maintained on lovenox for approximately seven years. The filter was implanted as the patient underwent orthopedic surgery and presented with shortness of breath and was noted to have a recurrent pulmonary embolus and evidence of deep venous thrombosis. The filter was positioned below the renal veins and above the iliac veins. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, emotional and physical damages from fracture of the filter struts; the struts remain embedded after attempted retrieval, blood clots, clotting, recurrent deep vein thrombosis (dvt) and pulmonary embolism (pe) and the resultant symptoms. Per the patient profile form (ppf), the patient reports the inferior vena cava (ivc) filter fractured, filter embedded in wall of the ivc, blood clots, clotting and or occlusion of the ivc and the device is unable to be retrieved; with an unsuccessful percutaneous removal attempt approximately six years and four months post implantation, which, the patient describes as a partial removal since fractured struts still remain embedded in the wall of the ivc. The patient further reports suffering from recurrent dvt and pe, fracture of the filter struts, struts remain embedded after attempted retrieval, blood clots, clotting, recurrent dvt and pe. These injuries have caused emotional distress, mental anguish, anxiety and stress. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The instructions for use (IFU) states filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. Without procedural films for review, the reported embedded in ivc wall and retrieval difficulty could not be confirmed and the exact cause could not be determined. Retrieval of the optease vena cava filter is indicated, in the us, up to 14 days post implantation. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as 12 days. Blood clots and occlusive thrombosis within the filter and vasculature do not represent a device malfunction. Anxiety does not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal department, the patient underwent placement of the optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, emotional and physical damages from fracture of the filter struts; the struts remain embedded after attempted retrieval, blood clots, clotting, recurrent deep vein thrombosis (dvt) and pulmonary embolism (pe) and the resultant symptoms. As a direct and proximate result, the patient suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages. The following additional information was received per the patient¿s implant records: the patient had a history of recurrent deep venous thrombosis (dvt) with pulmonary emboli (pe) and coumadin allergy, and was maintained on lovenox for approximately seven years. The filter was implanted as the patient underwent orthopedic surgery and presented with shortness of breath and was noted to have a recurrent pulmonary embolus and evidence of deep venous thrombosis. The filter was positioned below the renal veins and above the iliac veins. According to the information received in the patient profile form (ppf), patient became aware of the reported events approximately a year and five months post implantation. The patient reports the inferior vena cava (ivc) filter fractured, filter embedded in wall of the ivc, blood clots, clotting and or occlusion of the ivc and the device is unable to be retrieved; with an unsuccessful percutaneous removal attempt approximately six years and four months post implantation, which, the patient describes as a partial removal since fractured struts still remain embedded in the wall of the ivc. The patient further reports suffering from recurrent dvt and pe, fracture of the filter struts, struts remain embedded after attempted retrieval, blood clots, clotting, recurrent dvt and pe. These injuries have caused emotional distress, mental anguish, anxiety and stress.